Event description:
Per the clinic, the patient developed hemophilus infection at the implant site (specific date not reported) and subsequently, was treated with antibiotics (specific date, type and duration not reported).